Event description:
It was reported that during a case the jack screw apparatus from the restoration modular hip system broke. The customer did not have a back up on site therefore the case had to be postponed. Update per sales rep (B)(6) 2022: "I have no follow up on this patient. I only incidentally know that the patient was sent elsewhere."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.